Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, revision surgery was done due to spinal hardware failure, a broken rod on the left side at the region of l5-s1. The broken rod was explanted and replaced. It was initially implanted on (B)(6) 2017. The procedure and patient outcome were unknown. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) exp5.5 385mm contour cocr rod. This is report 1 of 1 for (B)(4).